Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the imaging system would not complete start up. To restore functionality, the software was reloaded onto the system. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system could not connect to the viewing station of the imaging system. It was reported that the interface (umbilical) cable was plugged into the imaging system and that no pins on the cable were damaged. Multiple restarts of the imaging system did not restore functionality. There was no patient present when this issue was identified.